Manufacturer narrative:
Initial reporter full name: dr. (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that shortly after insertion of an intra-aortic balloon (iab), the balloon ruptured. The iab was replaced and therapy continued . There was no reported injury to the patient.

Manufacturer narrative:
(B)(4). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that shortly after insertion of an intra-aortic balloon (iab), the balloon ruptured. The iab was replaced and therapy continued . There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane loosely folded and no visible blood on the catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The returned condition of the product indicates that the reported problem resulted from a condition known as ¿channeling¿. Arterial blood under pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak and will diminish as the iab catheter is inserted. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that shortly after insertion of an intra-aortic balloon (iab), the balloon ruptured. The iab was replaced and therapy continued. There was no reported injury to the patient.